Event description:
Patient experienced increased spasticity, less than 50% therapy relief, and underdose symptoms after a pump replacement in (B)(6) 2013. Catheter presented "fine" with aspiration and dye study. Diagnostics and troubleshooting performed, no specifics reported. Pump was replaced. Hospitalization required. Patient outcome at the time of this report was alive with injury.

Manufacturer narrative:
Concomitant medical products: catheter: model 8709, serial# (B)(4), implanted: (B)(6) 2006. Accessory: model 8578, serial# (B)(4), implanted: (B)(6) 2013. (B)(4). Final analysis of the pump revealed no anomaly found.